Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient's implanted infusion pump containing bupivacaine (16.3mg/ml at 3.924mg per day) and morphine (22.9mg/ml at 5.513mg per day). The indication for use was spinal pain. On (B)(6) 2016, it was reported that the pump had been overinfusing. The patient missed an appointment on (B)(6) 2016 because she felt sick. The pump reservoir was checked upon refill on (B)(6) 2016, and the actual volume was less than expected. 8ml of medication was expected, but the hcp aspirated 0ml. Pump replacement was scheduled for (B)(6) 2016. No environmental, external, or patient factors were reported that may have led to the issue. Additional information was received from a consumer on (B)(6) 2016. It was further reported that last week, the patient was very ill. The patient was throwing up, had diarrhea, and fell twice. Due to these symptoms, the patient rescheduled her refill appointment. On the way to the refill appointment, the patient's legs went out and she needed to be transported via ambulance to the hospital. It was noted that the pump was delivering "4x the amount it should have," and the patient was overdosing. The pump should have had a 16 day reserve of pump medication, but it was empty. It was stated that the emergency room doctor said the "patient was lucky she didn't go into a coma and die." Additional information received on (B)(6) 2016 from a manufacturer representative reported that the patient's falls were due to numbness and tingling to her legs. The hcp associated these symptoms with overinfusion. Upon emptying the old pump during replacement, the expected reservoir volume was 39.1ml. 34ml was removed and transferred to the new pump. Additional information received on (B)(6) 2016 reported that the patient had a history of the following allergies: bee stings causing anaphylaxis, sulfa drugs cross reactors causing hives, rash, and puritus, penicillins causing hives and rash, dapsone, and seasonal allergies causing hives and puritus. The patient's medication history included epinephrine, diphenhydramine, maalox, zithromax, lidocaine, neurontin, deltasone, plaquenil, indocin, synthroid, levothroid, norco, potassium chloride, cymbalta, lasix, flexeril, antipyrine-benzocaine, ventolin, vitamin d3, and folate. During examination on (B)(6) 2016, it was reported that the patient presented for pump refill. The expected volume was 5.8ml, but 1.0ml was aspirated. 10ml of normal saline was injected into the pump reservoir and removed without difficulty. The pump was refilled with 40ml of medication and the following refill was scheduled one week earlier to monitor for overinfusion. The patient reported 75% pain relief. During examination on (B)(6) 2016, the patient was satisfied with the pain control the pump provided, but the last 2-3 days her pain was "off the scale" due to the nausea, chills/shakes, diarrhea, and aching all over. The patient was given antibiotics, antiemetics, and antidiarrheal medication by her primary hcp, but as of (B)(6) 2016, she was not feeling better. During pump refill, the pump was filled with 10ml of normal saline which was easily withdrawn, indicating the pump was infusing faster than it should have been. The pump was then refilled with 40ml of medication and pump replacement was recommended. The hcp reported that the patient's current flu-like symptoms were most likely withdrawal symptoms. It was expected that the patient's withdrawal symptoms should have subsided after refilling the pump, and if she was feeling better by noon the next day she was to contact her primary hcp. The clinic was to follow up with the patient in the coming days to schedule pump replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a pump/delivery failure resulting in injuries of withdrawal and surgery.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. Analysis found that the root cause for the overinfusion of the pump was undetermined. The pump was received with the reservoir empty and was left running in simple continuous infusion mode. Pump logs were gathered with no anomalies noted. During testing, the pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.